Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm pre-order the front end board prior to visiting the facility and installed. The stm was not able to reproduce the battery issue. The stm removed the unit from the cart while servicing the unit and the power stayed on. The stm performed a pm, full calibration and tested the iabp. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pumps (iabp) showed no readings at all and the battery died when the unit was removed from the cart. There was no patient involvement, thus no adverse event was reported.